Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's internal batteries were replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's internal batteries failed to charge to full capacity. There was no harm or injury reported.